Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: upon further investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device occasionally functions but often does not was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had contact damage, moving parts did not move smoothly, the device would not run, and the device could not engage the attachment ¿ coupling. It was noted that the device had terminal contamination/damage, the knob (dial) was stiff, and did not operate. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check the function of the device, and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: upon further investigation it was determined that the device evaluation required an update. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device occasionally functions but often does not was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had contact damage, moving parts did not move smoothly, the device would not run and could not engage the attachment -coupling. It was noted that the device had terminal contamination/damage, the knob (dial) was stiff, and did not operate. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check the function of the device, and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
It was reported that the battery oscillator device had irregular movement. It was reported that the device occasionally functions but often does not. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device occasionally functions but often does not was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had contact damage, moving parts did not move smoothly, and the device would not run. It was noted that the device had terminal contamination/damage, the knob (dial) was stiff, and did not operate. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check the function of the device, and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to component failure due to wear.